Event description:
The pt received a scs system on (B)(6) 2011. It was reported on (B)(6) 2011 that the pt's charging system won't locate the ipg. There are no reported damages to device or system and pt programmer (pp) communicates okay; however, the ipg battery indicates "low". A new charging system was sent to the pt for replacement. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.